Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic is torn off and missing, and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.